Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: "DHR/bhr review" "all the production and inspection records and have established that all production and quality processes were carried out normally. Needles were packed in machine 2107 ((B)(6) 2017) during which 46 visual inspection were performed with zero defects noted. Needles were assembled in several machines: -#(B)(4): ((B)(6) 2017) safety shield were assembled in machine 4249 (during which 111 visual inspections were carried out with zero defects noted) and machine 4261 (during which 145 visual inspections were carried out with zero defects noted). -#(B)(4): ((B)(6) 2017) snap clip were assembled in machine 4248-4262 during which 142 visual inspections were carried out with zero defects noted. Research has not found no issues or abnormalities during manufacturing of injected hub batches #(B)(4). Three qn's were noted in injected hub batches #(B)(4) related to burnt resin (#(B)(4)) but this defect would not affect the reported issue. Research has not found no issues or abnormalities during manufacturing of injected snap clip batches #(B)(4). Engagement force before release: min value 5,05lb (3,5-10,0 lbs) and cpl=1,15 (>0,80) and cpu=1,50 (>0,80)." X unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode customer reported leakage during use; complaint no confirmed upon no samples or pictures have been returned. Rationale: "CAPA determination results". No - based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd eclipse¿ needle with slip tip hub configuration connector needle broke. Leakage of blood on the sheet occurred. No reports of exposure of blood or bodily fluids occurred. No serious injury or medical intervention noted.